Event description:
It was reported that in central processing, it was noted that the prograsp forceps instrument would not articulate. There was no report of fragments falling into the patient. There was no patient harm, adverse outcome or injury reported.

Manufacturer narrative:
The instrument was returned and evaluated. Failure analysis investigation found the instrument's grip cable was derailed. One grip cable was derailed at the distal clevis hub. The yaw motion was non-intuitive as a result. The distal clevis hub did not exhibit any wear. The other cables at wrist were not damaged. Failure analysis investigation also found the instrument's main tube had scratch marks and abrasions. The distal end of the main tube had various scratch marks with light material removal. The scratches were not aligned with the tube axis. No other damage was found.